Manufacturer narrative:
Initial reporter is synthes employee. This report is for an unknown construct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing a spinal procedure using a synapse between (B)(6) 2006 and (B)(6) 2020. The mean age of the patients was (B)(6) years. Failed spinal procedure has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: intraoperative complications: 1 patient died. Intraoperative complications: 2 patients had misplaced implants, 8 patients had other intra-op complications. Reintervention during index stay: 1 patient had an adjustment of the implant, 1 patient had drain hematoma, 1 patient had reinstrumentation, 2 patients had other reinterventions. Post-op complications within 1 year: 4 patients had pulmonary embolism, 21 patients had superficial ssi, 3 patients had thrombosis. Readmission: 3 patients had a revision of fusion, 2 patients had adjustments of the implant, 2 patients had removal of the implant, 3 patients had redecompression, 2 patients had drain infection, 2 patients had drain hematoma, 2 patients had drain deep infection, 1 patient had other reasons. This is for depuy synthes synapse. This report is for one (1) unk - constructs: synapse. This is report 1 of 2 for (B)(4).

Event description:
Updated event description based on the additional information received. This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing a spinal procedure using a synapse between (B)(6) 2006, and (B)(6) 2020. The mean age of the patients was 64 years. Failed spinal procedure has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: intraoperative complications 1 patient died. Intraoperative complications: 2 patients had misplaced implants. 1 patient had dural injury. 4 patients had medullary injury. 8 patients had other intra-op complications. Reintervention during index stay: 1 patient had an adjustment of the implant. 1 patient had drain hematoma. 1 patient had reinstrumentation. 2 patients had other reinterventions. Post-op complications within 1 year: 5 patients had pulmonary embolism. 24 patients had infection. 5 patients had thrombosis. 7 patients had vocal cord dysfuction. 8 patients had dysphagia. Reoperation 1: 4 patients had adjustment implants. 3 patients had drain hematoma. 4 patients had drain infection. 4 patients had redecompression. 3 patients had removal implant. 3 patients had revision of fusion. 3 patients had other reoprations. This is for depuy synthes synapse. This report is for one (1) unk - constructs: synapse. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.